Event description:
The customer reported being hospitalized with high blood glucose of 500mg/dl, and he was treated with an insulin drip. The customer stated that he took a bolus during the night and his glucose level dropped, but the next morning he was running high. The customer stated that the cannula was bent; he changed the infusion set and then went to the hospital. Assisted the caller to check the settings, time, date and basal rates and all were correct. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.